Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1885l. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885l was requested and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with cracked case (battery tube), battery tube threads - cracked, cracked case on middle battery side, pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. Unit received without damage to retainer ring. No cracks or broken parts noted on retainer area. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when the cracked battery compartment was noted. Damage to retainer ring is not confirmed per visual inspection. In addition, the following cosmetic damages were also noted: battery tube threads - cracked, cracked case on middle battery side, pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.